Event description:
The patient completed three control solution 1 tests, and the results were out of range. The control solution 1 range was 100-150, and the results were 88, 87, and 82. Additionally, two control solution 2 tests were completed, and the results were also, out of range. The control solution 2 range was 292 - 439, and the results were 231 and 240. A subsequent control solution 1 and control solution 2 test was completed using test strips from a new vial, with a different lot number, and the control solution 1 result was within range. The control solution 1 range was 94 -142, and the result was 117. A second control solution 2 test was attempted, but an error message was received. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and issues with the accuracy of the device were found. The internal investigation confirmed the malfunction experienced by the patient.

Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient completed three control solution 1 tests, and the results were out of range. The control solution 1 range was 100-150, and the results were 88, 87, and 82. Additionally, two control solution 2 tests were completed, and the results were also, out of range. The control solution 2 range was 292 - 439, and the results were 231 and 240. A subsequent control solution 1 and control solution 2 test was completed using test strips from a new vial, with a different lot number, and the control solution 1 result was within range. The control solution 1 range was 94 -142, and the result was 117. A second control solution 2 test was attempted, but an error message was received. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.